Event description:
Additional information was received that the physician did not have any information to provide regarding the patient's increase in seizures.

Event description:
It was initially reported that the pt was experiencing an increase in seizures above baseline and was admitted into the hospital. It is unk when the increase began or if there were any changes in medication or external factors that could have contributed to the increase. Good faith attempts for more info have been unsuccessful to date.